Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving a vibratory alert. The device was noted to be in backup vvi mode due to event que overflow. Technical support was contacted and nominal settings were restored to resolve the event. The patient was stable.